Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 375cc saline prosthesis, catalog # 3542660. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor siltex round moderate profile 375cc saline prosthesis and experienced deflation post procedure. As a result, prosthesis explant was performed on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 191014 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 4/12/2018. The event date has been updated. When the device was removed, bilateral prosthesis replacement with mentor smooth round moderate plus profile 450cc saline prostheses. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor siltex round moderate profile 375cc saline prosthesis and experienced deflation post procedure. Upon receipt to mentor, the device contained no fluid. White material was observed within the device and on the shell surface. Visual evaluation of the device revealed two areas of siltex cracking on the posterior aspect. Leak testing was performed in accordance with mentor procedures and revealed one leakage; a rent measuring approximately 0.3 cm within one of the areas of siltex cracking on the posterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause either of such damage or of the material observed within the device and on the shell surface. There is no evidence that the failures modes are related with manufacturing or product design. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).